Event description:
It was reported that the customer had normal blood glucose levels of 97 mg/dl. The customer reported a blank display on the insulin pump. The customer also reported a crack on the insulin pump where the battery screws in. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.